Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's displayed a "defib disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was not returned to zoll medical corporation for evaluation. Instead, the device was evaluated by a zoll field representative at the customer site. The device was fully evaluated and the customer's report was not replicated or confirmed. The device functioned as intended during testing. No trend is associated with reports of this type.